Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went into keto. The customer's blood glucose level was unknown at the time of the incident. It was reported that the customer was having delivery issues. Their call got dropped hence no troubleshooting was performed. The device will not be returned for analysis.